Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the implantable cardioverter defibrillator had reached a charge time limit. The device had not delivered any shocks since testing during initial implant. It was noted that the patient did not have ventricular tachycardia or ventricular fibrillation episodes and the charge time was from a capacitor maintenance. No device intervention was performed. No further information on patient condition.

Event description:
New info received indicated that patient was seen in clinic and two manual capacitor maintenance tests timed out. No other anomalies were reported.